Manufacturer narrative:
The device was returned and the evaluation found error b30 occurred due to a poor contact in the scope connector. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the xenon light source led lights began to flash, and the lamp shut-off. The issue occurred during laparoscopic diagnostic procedure, which was completed with a similar device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, g2(company representative was inadvertently selected on initial, please disregard), h4. Additional information added to field h3(h3 was inadvertently selected on initial and cannot be removed, please disregard), h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 09 years since the subject device was manufactured. Based on the results of the investigation, it is likely the use of non-olympus lamp was the cause of lamp shut off, the socket failure caused b30 scope communication error and the front panel led flashing issue presumable cause could not be identified. Olympus will continue to monitor field performance for this device.